Event description:
It was reported that during routine replacement of the implantable cardioverter defibrillator (ICD), the triad configuration shock impedance was greater than 200 ohms. It had been 91 ohms with the previous device. Connections were re-checked and the shock impedance remained greater than 200 ohms. The capture threshold had also increased. The physician elected not to perform a commanded shock and programmed the system to a single coil configuration, which yielded a shock impedance of 95 ohms. The ICD and right ventricular lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that during routine replacement of the implantable cardioverter defibrillator (ICD), the triad configuration shock impedance was greater than 200 ohms. It had been 91 ohms with the previous device. Connections were re-checked and the shock impedance remained greater than 200 ohms. The capture threshold had also increased. The physician elected not to perform a commanded shock and programmed the system to a single coil configuration, which yielded a shock impedance of 95 ohms. The ICD and right ventricular lead remain in service and no adverse patient effects were reported.